Manufacturer narrative:
The device was not received for evaluation however photos and video were provided. The visual inspection of the provided pictures and video shows that a blood leak occurred at the level of multi connector y (access - pbp line). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) hours into treatment with a prismaflex m100 set c, an external blood leak was observed due to an access line rupture. The estimated blood loss was reported as 300ml. The extracorporeal blood was returned to the patient. It was reported that an alarm was not generated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.